Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced on (B)(6) 2021. There were no adverse consequences to the patient.